Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that non-sustained ventricular tachycardia and wide complex tachycardia with rates in the 130 beats per minute range were noted on external telemetry. The clinician reported that the cardiac resynchronization therapy defibrillator (crt-d) was not working properly. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead as detected atrial tachycardia/atrial fibrillation (at/af) episodes did not appear to be true at/af. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.